Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Device interrogation revealed oversensing of noise on the right ventricular (rv) lead resulting in pacing inhibition. Noise was able to be reproduced in clinic with arm movement. There were no additional electrical anomalies, the device was reprogrammed. There were no patient consequences.